Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level were 400 mg/dl, 300 mg/dl, 360 mg/dl, 386 mg/dl, 180 mg/dl and 136 mg/dl. Customer had issues at site he had three inserted and field, one had bruised up at the site and then had a severe low he removed it and had bled now bruised. Customer reported that the battery lifetime low battery alarm or short battery life. Customer did not received a weak battery alert after inserting current battery. The insulin pump will not be returned for analysis.